Event description:
During the procedure, the white teflon pad detached from the distal tip of the device. The pt was not involved and there was no serious injury reported.

Manufacturer narrative:
At the time of this report, the device had not been evaluated.